Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level above 600 mg/dl and moderate ketones. Customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, the pump indicated a data log corruption occurred. Subsequently, the pump date and time became incorrect. In addition, the customer alleged the pump didn't deliver insulin as intended. Cts performed a pump system check and found the pump functioned as intended. Cts guided the customer through correcting the pump time and date. Multiple follow up attempts were made to obtain additional information, however, a response was not received.